Manufacturer narrative:
Investigation summary: 58 sealed and intact 31g x 8mm pen needle samples were returned from lot. No. 8275961, cat. No. 320792. Visual examination was carried out on 30 of the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that bd pen needle¿ 31g x 8mm tw benelux pack during injection the needle broke off in skin and was not able to be removed by doctor.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen needle¿ 31g x 8mm tw benelux pack during injection the needle broke off in skin and was not able to be removed by doctor.